Event description:
It was reported following a preplacement angiogram an angio-seal device was deployed to seal the arteriotomy site. Approxiately one month later, the pt presented to the hospital with a cold leg. A femoral angiogram runoff revealed an occlusion of the common femoral artery (cfa). The pt underwent surgery to repair the vessel and a collagen substance was explanted. The pt was reportedly recovering satisfactorily. The radiologist though an anatomical issue may have caused the premature placement of the angio-seal device anchor, as there was a very small branch about 2 - 3 cm above the arteriortomy location. Additionally, there was a possibility the physician may have tamped down on the collagen with less than adequate upward tension on the device hub. The st. Jude medical repesentative reviewed proper deployment technique with the physician using a dry model.